Event description:
It was reported that the patient had attempted suicide with medications and was hospitalized in (B)(6) 2015 after the attempted suicide. The patient¿s interventions required included in-patient hospitalization to monitor the patient for 48 hours, emergency room visit, urgent care visit, unscheduled clinic visit. No surgical intervention was required or planned. It was unknown what had led to the event. No diagnostics or troubleshooting was performed. Programming/stimulation relation was unknown. The issue was resolved, resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was updated to indicate no relation to the device or therapy. Etiology was noted as due to depression that was existing from baseline. No further complications were reported/anticipated.

Manufacturer narrative:
It is noted life threatening is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389-28, lot# b0838519k, implanted: (B)(6) 2008, product type: lead. Product ID: 3389-28, lot# b0839956k, implanted: (B)(6) 2008, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).